Event description:
Related manufacturer reference number: 2017865-2022-19661. It was reported that the patient's atrial and right ventricular lead's were dislodged. The dislodgement was confirmed via x-ray imaging. The patient presented to a lead revision. During the procedure, an atrial lead re-positioning failed as the lead would not stay fixed. The atrial lead was explanted and replaced. The right ventricular lead was re-positioned successfully on (B)(6) 2022. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.